Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported he developed a skin irritation while wearing the pod. The patient visited doctor and treated with cortisone cream; triamcinolone acetonide 0.1%.

Manufacturer narrative:
The returned product was evaluated and the root cause could not be determined. It is possible that the increase in pulse widths were related to physiological factors at the infusion site, but this could not be conclusively determined. No actions currently required-this is a reported failure mode/issue from the field. There have been no confirmed product malfunction(s) that would result in this failure mode.